Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 33 bd luer-lok¿ 3ml syringe had broken/damaged plunger rods and scale marking issues. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301073, batch no: 0125478. It was reported that the syringes have broken plunger rods and black dots on them.

Manufacturer narrative:
H.6. Investigation: three photos and twelve loose 3ml syringes were received and evaluated. Eleven of the syringes had missing and/or illegible print. Five of the syringes were completely blank with damage present under the flange, four of the syringes had significant smears, and two of the syringes were missing multiple grad lines. One syringe had a complete and legible scale with a small amount of ink outside the grad lines. All twelve syringes were rejectable per applicable product specification. The potential root cause for the foreign matter and scale marking defects are associated with the marking process. Printing components were malfunctioning and likely caused the print to not be applied properly. DHR was reviewed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0125478 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that 33 bd luer-lok¿ 3ml syringe had broken/damaged plunger rods and scale marking issues. Product defects were noted prior to use. The following information was provided by the initial reporter: material no: 301073 batch no: 0125478 it was reported that the syringes have broken plunger rods and black dots on them.